Event description:
It was reported when the asymptomatic patient presented a (B)(4) transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. The issue was resolved by reprogramming. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.